Event description:
The customer reported to baxter healthcare corporate product surveillance one (1) extension set (with two male luer lock adapters) in which leaking was detected where the set was connected to an unknown glass evacuated container during a "blood letting" procedure. The customer changed the evacuated container and leaking recurred with the same extension set. The customer then discontinued use of the extension set with evacuated container and used a syringe to draw the blood from the patient's angiocatheter without further event. There was patient involvement; however, there is no report of patient injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available a follow-up report will be submitted.